Event description:
Device issue: dislodged stent. Time of device issue: during procedure. Adverse event: stent in unintended site. It was reported that a 3x28 mm rx vision stent was implanted within the mid left anterior descending artery (lad). The physician then attempted to place a 3x15 mm rx vision proximal to the 3x28 mm rx vision stent. After advancing the 3x15 mm rx vision within the already previously deployed stent, attempts were made to pull the sds back to correctly position the stent; however, the sds became caught in the struts of the implanted stent and the stent dislodged from the sds. A small balloon was advanced into the 3x15 mm rx vision stent and was able to pull the stent out of the implanted stent, but not completely and it was not completely at the intended site. The 3x15 mm rx vision stent was deployed overlapping, approximately 7 mm of the 3x28 mm rx vision stent. A 3x8 mm rx vision stent was successfully implanted within the remainder of the lesion. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The status of the device is currently unknown. The lot number was provided. A review of the lot history record is forthcoming.